Event description:
It was reported that the patient underwent mediport placement on (B)(6) 2014 and topical skin adhesive was used. Topical skin adhesive was applied in one thin layer across incision after subcutaneous closure with suture. Dry gauze was applied once topical skin adhesive dried, and tegaderm was placed over the gauze. The patient was transferred from procedural area to inpatient unit. Within approximately one hour of original application, dry gauze was removed and tegaderm was applied directly to the incision and topical skin adhesive. Within 48 hours, the tegaderm was removed and the topical skin adhesive peeled off and the wound opened. The wound was re-assessed and re-addressed. Topical skin adhesive was used and dry gauze applied after polymerization. The current patient status is stable.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.